Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site was unable to register during a functional endoscopic sinus surgery (fess) procedure. The site stated they were unable to verify their registration probe. When looking at the tracking details, the system stated emitter faulted. Technical services (ts) recommended rebooting the system. After rebooting the system, the site was able to verify the registration probe and pass registration. While in the verify registration screen, the surgeon stated the registration probe was flickering. She went into navigate and then attempted to verify the straight suction and stated she was unable to verify the instrument. Ts requested that they open the tracking details and he then stated the non-invasive patient tracker (nipt) value was at 1.7. Ts requested confirmation if there was any metal in the field and the site stated the mayo stand was not close to the bed and there was no other metal. It was then stated that the flat emitter was resting directly on the bed with the pad over the emitter and a donut on-top of that. Ts stated that the flat emitter should be resting on the pad, not directly on the bed. The site adjusted where the emitter was placed and the nipt value improved to .3. The surgeon was able to verify the straight suction without issue, but she stated it was still intermittently tracking when she attempted to navigate in a sinus. The surgeon was going to move forward with the procedure due to the delay being over an hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information was received and has been added. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that navigation had been aborted.

Manufacturer narrative:
The system was serviced in the field and passed checkout in all test categories. The system was performing as intended. If information is provided in the future, a supplemental report will be issued.